Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlet, tandem charging cable, and wall adapter, and issue was not resolved by trying different adapters or cables, although pump did not shut down and could still be turned on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before returning it with prepaid label, and advised that customer would need to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.